Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported alarms has not been determined.

Event description:
Manufacturer's ref #: (B)(4).